Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information, the report described cannula breakage and embedded device of suspected device injection septoject evolution in unspecified patient during unspecified procedure. No adverse event was reported. Deflection to the point of twisting and breaking was noticed and it was reported that needle break (part of needle which goes in patient tissue contact) several times in patient's hard and soft tissue. They had to use a scalpel to recover the tip of the needle embedded. No information was provided on the number of injections, if there was an extreme pressure applied or a sudden movement of patient during the procedure. Quality defect is suspected, however pending quality investigations, no root cause can be identified. Use error/abnormal use cannot be excluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required. For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: investigation according to the 5-factor method (materials, methods, manpower, machines, environment) and the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. Furthermore, tests (bending test, mechanical tensile strength (breaking strength)) were carried out on the sofic retention samples in order to check the reported problem. All tested needles did comply with the specifications. No quality issues were detected on the products from this batch during testing. In the absence of defect during investigation and tests, the root cause of the reported issue could not be determined. Use error/abnormal use cannot be excluded. Without product quality defect confirmed that could lead to the claimed incident and undetermined root cause, no specific corrective action will be implemented. No quality defect concluded. Exact root cause not identified (use error/abnormal use cannot be excluded) no CAPA implemented.

Event description:
Spontaneous report from france. Local reference: fr-septodont (B)(4). This initial serious case report was received on 14-mar-2024 from dentist via sales representative via onebase (patient not involved) and follow-up #1 received on 28-mar-2024 from dentist via sales representative via onebase. Follow-up #2 was received on 10-jun-2024 from the quality department. All information was processed together. The report described cannula breakage and embedded device of suspected device injection septoject evolution in unspecified patient during unspecified procedure. No further information was available regarding patients. Patients' medical history was not reported. They had noticed deflection to the point of twisting and breaking. They also mentioned that needle break several times in patient's hard and soft tissue. It concerns the part of the needle which goes in patient tissue contact. No adverse event was reported. They had to use a scalpel to recover the tip of the needle embedded. No information was provided on the number of injections, if there was an extreme pressure applied or a sudden movement of patient during the procedure. Other information of product: septodont septoject evolution: batch number: #f10133aa ; expiry date: 31-dec-2025 / batch number: #f10312aa; expiry date: 31-mar-2026 this case is serious due to seriousness criteria (required intervention to prevent permanent impairment/damage (devices) was considered as serious. For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: investigation according to the 5-factor method (materials, methods, manpower, machines, environment) and the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. Furthermore, tests (bending test, mechanical tensile strength (breaking strength)) were carried out on the sofic retention samples in order to check the reported problem. All tested needles did comply with the specifications. No quality issues were detected on the products from this batch during testing. In the absence of defect during investigation and tests, the root cause of the reported issue could not be determined. Use error/abnormal use cannot be excluded. Without product quality defect confirmed that could lead to the claimed incident and undetermined root cause, no specific corrective action will be implemented. No quality defect concluded. Exact root cause not identified (use error/abnormal use cannot be excluded) no CAPA implemented.

Event description:
Spontaneous report from france. Local reference: fr-septo dont-2024018521; #ID=19340; ID=19341. This initial serious case report was received on 14-mar-2024 from dentist via sales representative via onebase (patient not involved) and follow-up #1 received on 28-mar-2024 from dentist via sales representative via onebase. All information was processed together. The report described cannula breakage and embedded device of suspected device injection septoject evolution in unspeified patient during unspecified procedure. No further information was available regarding patients. Patients' medical history was not reported. They had noticed deflection to the point of twisting and breaking. They also mentioned that needle break several times in patient's hard and soft tissue. It concerns the part of the needle which goes in patient tissue contact. No adverse event was reported. They had to use a scalpel to recover the tip of the needle embedded. No information was provided on the number of injections, if there was an extreme pressure applied or a sudden movement of patient during the procedure. Other information of product: septodont septoject evolution: batch number: #f10133aa ; expiry date: 31-dec-2025 / batch number: #f10312aa; expiry date: 31-mar-2026 this case is serious due to seriousness criteria (required intervention to prevent permanent impairment/damage (devices) was considered as serious. Manufacturer's preliminary comments: based on the first information, the report described cannula breakage and embedded device of suspected device injection septoject evolution in unspecified patient during unspecified procedure. No adverse event was reported. Deflection to the point of twisting and breaking was noticed and it was reported that needle break (part of needle which goes in patient tissue contact) several times in patient's hard and soft tissue. They had to use a scalpel to recover the tip of the needle embedded. No information was provided on the number of injections, if there was an extreme pressure applied or a sudden movement of patient during the procedure. Quality defect is suspected, however pending quality investigations, no root cause can be identified. Use error/abnormal use cannot be excluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information, the report described cannula breakage and embedded device of suspected device injection septoject evolution in unspecified patient during unspecified procedure. No adverse event was reported. Deflection to the point of twisting and breaking was noticed and it was reported that needle break (part of needle which goes in patient tissue contact) several times in patient's hard and soft tissue. They had to use a scalpel to recover the tip of the needle embedded. No information was provided on the number of injections, if there was an extreme pressure applied or a sudden movement of patient during the procedure. Quality defect is suspected, however pending quality investigations, no root cause can be identified. Use error/abnormal use cannot be excluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required.